Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire was returned with a torque device. It was observed that the polymer jacket and the core wire was detached at distal section. The overall length was failed due the detached condition of the guidewire. No more damages were observed.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that shaping issues occurred. The target lesion was located in the gastroduodenal artery. A 180x25cm fathom-16 was selected for use. During the procedure, the physician tried multiple times to shape the wire, however it is struggling to respond. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed that the polymer jacket and the core wire was detached at distal section.